Event description:
The customer reported to olympus, the distal end of the evis exera ii ultrasonic bronchofibervideoscope exploded following a blowing error. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The evaluation found the bending section rubber exploded because of a mistake from customer during leak test (too much pressure). The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, distal end explodes after blowing (blowing of leak tester) likely occurred due to the wrong handling methods of the customer. The root cause could not be identified. Olympus will continue to monitor field performance for this device.